Event description:
Event description guidant received information that that less than one year following implant, this right ventricular lead was unable to capture the myocardium. At the revision procedure, a fracture was verified and this lead was surgically abandoned and successfully replaced. It was discussed that this patient's pacemaker was included in the insignia microcrystal failure mode 2 population (9/22/05), but there is no correlation to the lead issue. To date, there have been no reported patient symptoms associated with either of these clinical observations.